Event description:
It was reported that the patient has had several seizures since having a vns generator replacement, and that the patient has had drastically more seizures with the new generator than with the previous generator which had a dead battery. Multiple attempts for follow up were performed with the patient's neurologist but no additional or relevant information has been received to date.